Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). Insufficient information is available to determine the resolution of the event. The customer has not confirmed the offer, and no further actions have been performed on the device. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00242. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a touchscreen failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.